Event description:
The customer observed a false positive troponin-I result for two samples on the architect i2000sr analyzer. The following data was provided from (B)(6) 2014: sid (B)(6) initial 44.6ng/l, repeat 34.6ng/l. Initial 72.5 (repeat 45-68 ng/l). The customer uses a cutoff of 40.0 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified. Note: the lot number (71949un14) of the suspect medical device was identified on 30 september 2014.